Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that after completing one case successfully, a manufacturer representative shut the system down and brought it back up for the next case. When the site began the case, the system gave a localizer faulted error message. The site rebooted the system without success. They brought in a different navigation system to finish the case. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The representative then performed a system checkout and could not recreate the issue.